Event description:
It was reported that during a stenting treatment procedure thrombus was identified in the catheter. The physician was advancing a 3.00x32mm promus element plus stent delivery system (sds) to the target lesion when thrombus was noted in the catheter approximately 20mm from the tip of the sds. The device was flushed and blood was still visible within the catheter. The sds was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device is combination product. (B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).